Manufacturer narrative:
A1-a4: patient information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Heparin was started 24 hours after the implant surgery at a low dose that was raised slowly. On (B)(6) 2024, a head computed topography (CT) was performed due to pupil enlargement after the pump exchange. Multiple 3-day old brain infarctions were detected; it was noted that the pump implantations were three days prior to the CT scan. The patient was diagnosed with an embolic stroke. Due to the massive brain damage seen on the CT, the treatment was stopped. On (B)(6) 2024 the patient passed away due to brain damage. It was noted that the pump thrombosis and the embolic brain infarctions were related to the patient's death.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump and the reported event could not be conclusively established through this evaluation. The centrimag blood pump instructions for use (IFU) lists adverse events that may be associated with the centrimag circulatory support system, including thromboembolism and neurologic dysfunction. The IFU states that it is intended that systemic anticoagulation be utilized while the device is in use and anticoagulation levels should be determined by the physician based on risks and benefits to the patient. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump instructions for use (IFU), rev. C is currently available. The centrimag blood pump IFU lists potential adverse events, including thromboembolism and neurologic dysfunction, that may be associated with the use of the centrimag circulatory support system. This IFU provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while the device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. No further information was provided. The manufacturer is closing the file on this event.